Manufacturer narrative:
Batch review performed on 24.12.2021. Lot 133082: (B)(4) items manufactured and released on 07-oct-2013. Expiration date: 2018-08-31. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold with 2 similar reported events since 2017. Clinical evaluation performed by medical affairs manager: femoral component (stem and head) revision performed more than 7 years after primary cementless total hip arthroplasty in a young man ((B)(6) at time of primary surgery). No information concerning patient general health status, activity level and the presence of comorbidities is available. In the radiographic images provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery was performed 7 years and 11 months after the primary surgery due to stem mobilization.